Event description:
It was reported that the customer stated that, "iaware-cerner pump ran the same rate all night, at 4am started showing triple the amount. Pump was not running at that rate. Called the rn back at 7am they stated it was working as normal once again." The issue occurred on (B)(6) 2026 at 0400. There was patient involvement but the impact is unknown.

Manufacturer narrative:
Correction: concomitant med prod data. Additional information: imdrf annex b code and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the report is that the customer stated that, 'iaware-cerner from pump rate programming was not identified during the customer call. The tech support reached out to customer x2 requesting more information, with no response. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer stated that, "iaware-cerner pump ran the same rate all night, at 4am started showing triple the amount. Pump was not running at that rate. Called the rn back at 7am they stated it was working as normal once again." The issue occurred on 1 january 2026 at 0400. There was patient involvement but the impact is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.